Event description:
The customer reported that she experienced continuously high bgs (285-433mg/dl) over an eight hour period. No pod alarm or any product issue was reported. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.